Manufacturer narrative:
(B)(4). D10: additional associated products. Unk anchor plug lot# unk. G2: japan. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a revision procedure for a bone fracture about seven months post implantation. During the procedure it was found that the anchor plug, and anti-rotation pin of the removed oss compress were fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3a; b1; b2; b5; d2a; d2b; d4; e1; g1; g3; h1; h6. The following sections were updated: h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Pn 178366 (compress short spindles): the device history record was reviewed and no discrepancies relevant to the reported event were found. Unk anchor plug: the device history record was not reviewed due to part and lot identification is necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.